Event description:
It was reported that asymptomatic patient presented in clinic for follow up with backup vvi mode exhibited on implantable cardioverter defibrillator. A device firmware download was performed successfully. The patient was reported to be stable post firmware reset and will continue to be monitored.